Event description:
Jackson-pratt drain inserting during exploratory lap, sigmoid resection and colostomy was removed by nursing staff as ordered. The drain broke off just above the fenestrations and a portion was retained in patient. During surgical removal, it was found to be at the level of the fascia and removed easily. See scanned page.